Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is 600 mg/dl. The customer experienced symptoms such as nausea and blurry vision. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports that the insulin is leaking. Based on customer report customer does not allege pump was under delivering.troubleshooting was performed and the device passed the test functions. The product will not returned for analysis.